Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced intermittent beeping with device use; the issue could not be resolved. Subsequently the device was explanted (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2015.this report is filed january 20, 2016.